Event description:
It was reported that the patient's 'battery was migrating towards the surface of the skin, where the skin was changing colors'. No infection was reported. It was noted that a revision on the battery 'apparently took place on (B)(6) 2012'. It was further noted that the physician created a new pocket for the patient and reported that the patient was doing fine.

Manufacturer narrative:
Product ID 435135, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type lead, product ID 435135, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type lead. (B)(4).